Manufacturer narrative:
The insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to pcb1.

Event description:
Information received by medtronic indicated that the insulin pump received low battery alarm and replace battery alarm. Customer was calling back after previously completing low battery troubleshooting within 1 week but there was still no improvement. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.